Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because case manager not comfortable with meter because of the incorrect date and readings that they don't recognize. Was not resolved with troubleshooting.